Event description:
See MFR # 3004209178201100657. The pt's device may be flipped. She was going to have surgery today to reattach the battery to the chest wall. Additional info has been requested.

Manufacturer narrative:
(B)(4).